Event description:
A malfunction was reported on the pump, but the cause of the issue was not linked to any notable prior events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to the customer for resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code occurs again, which the customer understood.